Event description:
It was reported that the implantable cardiac monitor (icm) exhibited sudden premature battery depletion. No resolution was performed. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature battery depletion was confirmed. The device was received and was unable to be interrogated. The device was cut open, and it was determined that the battery was at end of life (eol) level upon receipt. Further analysis of the device hybrid was performed, and high current drain on the hybrid was noted. A longevity calculation was performed, and found that the battery depletion was premature. The premature depletion conditions could not be reproduced during analysis.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received and was unable to be interrogated. The device was cut open, and it was determined that the battery was at end of life (eol) level upon receipt. Further analysis of the device hybrid was performed, and high current drain on the hybrid was noted. A longevity calculation was performed, and found that the battery depletion was premature. The premature depletion conditions could not be reproduced during analysis.

Event description:
New information indicates that the insertable cardiac monitor (icm) was explanted and replaced. The patient was in stable condition with no adverse health consequences.